Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a force sensor test error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the force sensor being out of calibration. As a result, the force sensor was replaced as preventive measure. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a system failure force sensor test. The event occurred during testing. There was no patient involvement, no patient injury was reported.